Event description:
It was reported that there was no sensing or capture in bipolar, and that there was low impedance less than 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.